Event description:
The customer received blood glucose readings of lo, 27 and 37mg/dl on the contour ts meter, retested on a different meter and the reading was 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Customer had no remaining strips to return for evaluation. Replacement test strips and new meter were sent to the customer.